Event description:
Attendent reported that pt developed a recurrent hernia following ventral hernia repair. Pt was vomiting and the surgeon opined that this may have been the cause of a suture to tear through the edge of the mesh. Pt was taken to or for surgical repair. The surgeon placed more sutures with larger bites to keep the mesh in place.